Manufacturer narrative:
(B)(4). Additional information/narrative: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of 'reservoir ruptured' could not be confirmed. Should the device and/or any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).additional information: the root cause of the "ruptured reservoir" will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: per the customer's initial report, the device is available for evaluation. Attempts have been made to contact the customer to retrieve the sample and additional information. Baxter will continue to attempt to retrieve additional information as well as the sample. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv device had ruptured during filling. According to the report, the device was being filled with sodium chloride. Roughly 60ml of sodium chloride was filled when the rupture occurred. There is no patient involvement. No additional information is available.